Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medwatch states: drill bit broke while inserting into pt's femur. Broken place remains in pt's femur. MDR #(B)(4).